Event description:
It was reported by repair work order that the customer alleged that the brakes could not engage due to a broken brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.